Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's gastric neurostimulator battery "had died" after 8 months of implantation and was to have surgery for the device replacement. Unable to follow-up with the contact info provided hence no additional info was obtained.